Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the device had a defective manometer. The manometer was replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: additional information was received that there was no patient present at the time of the event.

Event description:
It was reported that a smiths medical ventilator needs repair to its manometer. No adverse patient effects were reported.